Manufacturer narrative:
Correction: manufacturer updated to proper value.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A site representative reported that, while outside of a procedure, the navigation system could not establish communication with the trackers on the imaging system. There was no patient present when this issue was identified. No additional information was provided.